Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with a white cartridge reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The returned device was tested for functionality with a test reload on the three articulated positions; when fire to the right and center the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4) qa. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a endoscopic wedge resection procedure, after firing the stapler they saw that the staple formation was poor and bleeding occurred. They opened the thoracic cavity to stop the bleeding.